Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Related record: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient called and reported cgm inaccuracy on 2 different dates that caused her to be taken to the hospital due to experiencing seizures. This report is the second of two incidents on (B)(6) 2025. The patient stated that similar to the first incident, she again had a seizure even though her dexcom cgm had been showing a normal glucose level beforehand, although she is unable to recall the specific number. As with the previous incident, her father arranged for an ambulance, and she was taken to the hospital. The patient does not remember whether any glucose testing was done by ems. At the hospital, she underwent evaluation including a bg finger sticks. She remembers being informed that the bg reading was low and did not match the value she had seen on her dexcom. The patient stated that she does not believe she received any medication or corrective treatment during this visit either. She was observed for less than 24 hours until she was coherent enough to be sent home and her bg finger stick results were normal and stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.